Event description:
The patient¿s blood glucose level was reported to be 250 mg/dl. Analysis of the returned device revealed a tear in the internal cannula, which resulted in fluid leaking inside the device. The device was originally reported for a pod automated delivery restriction alarm.

Manufacturer narrative:
The observed internal cannula tear is related to action #98586. The pod arrived fully deployed. No timeouts or drive stalls were observed. The pod generated an 0x6a occlusion alarm. A root cause for the reported alarm could not be determined. Corrosion was observed on the mechanism rail, top battery, and pcb. A tear was identified on the internal portion of the soft cannula, resulting in a fluid leak. The leak resulted in the observed corrosion and low battery voltages. It could not be conclusively determined if the cannula tear is linked to the 0x6a alarm. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.